Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: boston scientific lead, implanted: unknown; 310c31 tissue valve, implanted (B)(6) 2014.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned an unknown source. Information identified in the paperwork indicated the patient died approximately 7 days post implant of the ipg system. A cause of death reported on the paperwork was coronary artery disease and endocarditis. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.